Event description:
Pt was implanted with pump in 2000. Surgery was uneventful. Pump was programmed to run at .48 mg per day. Priming bolus of 4.32 mg given at 3:30 pm. Pharmacy had prepared the drug by diluting 25 mg down to 10 mg per ml. At completion of the programming the pt was conscious, walking around and talking. Pt was discharged on their own volition. Family reported that upon arrival at home pt was lethargic but the family had not reported this observation to the physician at that time. The following day at approximately 8 am the family found the pt unresponsive and pt was taken by ambulance to the hospital. Narcan was administered and pt treated for hypoxia. Pt was observed in the ICU but not intubated. MRI was performed 3 days later. Results not reported. Follow up report on condition of the pt indicated that the pt was awake, alert and oriented. Pt appeared to have suffered no harm. Device remains implanted and additional follow up has not been received to date.